Event description:
It was reported to the manufacturer that the vns patient has been experiencing an increase in seizure activity. It is unknown if the increase is above pre-vns baseline level. The increase is believed to be due to the generator nearing end of service. Diagnostic tests performed on the patient's device revealed proper device function. The patient's generator has been replaced and the explanted generator has been returned to the manufacturer for product analysis. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date. Product analysis is currently pending.